Manufacturer narrative:
The patient's birth date was provided as (B)(6).

Event description:
The customer complained of a questionable ise indirect na, k, cl for gen.2 results for 1 patient sample tested on a cobas 6000 c (501) module. The initial na result was 163 mmol/l and the repeat result was 141 mmol/l. The initial cl result was 118 mmol/l and the repeat result was 102 mmol/l. The initial k result was 5.63 mmol/l and the repeat result was 4.04 mmol/l. The customer ran the same sample ten times and all of the results were acceptable except the initial results. The initial results were reported outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided. The field service engineer (fse) found a salt bridge on the reference electrode and the acrylic ise block. The fse cleaned the reference electrode and the acrylic block. The fse checked for salt and leaks. The customer and fse ran precision checks. The customer ran qc. The investigation determined that the calibration was acceptable and the qc was outside of the acceptable range for multiple assays. The issue was resolved by the service actions.